Manufacturer narrative:
Follow-up #1: 06/20/2016 device evaluation: the patch has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the patch was returned with the buttons locked inward. The reservoir was examined and appeared to be depleted of insulin through the window. The cannula was examined and there were no crease marks indicating severe kink. Under magnification, the last does lock out diaphragm was found to be engaged. The patch casing was opened and the reservoir was confirmed to be fully collapsed. A syringe was attached to the patch and 200 units of air were inserted into the patch and confirmed that the buttons were able to be unlocked after air was inserted. The patch buttons were pressed until the patch reservoir was depleted and the patch achieved the last dose lock out. The event was determined to be related to the last dose lock out feature which correctly locked the buttons upon depletion of the insulin reservoir.

Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, it was reported that the device's buttons became locked even though insulin was visible through the device window. The patient reportedly removed the locked device and placed a new one for dosing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.